Manufacturer narrative:
D10. Device available for evaluation d10. Return date g1. MFR contact first name g1. Last name g1. Email g2. Phone number g4. Date MFR rec g7. Follow-up h2. Device evaluation h6. Eval code method h6. Eval code-result h6. Eval code-conclusion h10: the device was returned as part of this investigation. Analysis found that based on the analysis findings, the customer report of ¿f ailure/incomplete open distal (flex)¿ was confirmed as the braid was found tapered. The pipeline flex w/ shield braid was found stuck within the proximal catheter and was pushed out with a mandrel. No damages or irregularities were found with the pipeline flex w/ shield. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The tip coil was found intact. Once pushed out of the micro catheter, the proximal braid was found fully opened and damaged/frayed while the distal end was found tapered and damaged/frayed. No other anomalies were observed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. Possible causes for failure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. The braid was found damaged and frayed. It is possible that this damage occurred during the reported multiple readjustment or during extraction from within the catheter as a mandrel was used to push out the braid. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that failed to open at the distal end. The patient was being treated for an unruptured amorphous aneurysm. The aneurysm measured 12 x 6 mm and the neck diameter was 8mm. Vessel tortuosity was moderate. It was reported that the pipeline stent was delivered to the aneurysm location. More than 50% of the stent was deployed but it was noted that the distal end failed to open. The surgeon tried multiple techniques to open the stent - opening it in the middle cerebral artery and the terminal segment of the internal carotid artery, pushing the guidewire, resheathing, but the distal end still would not open. Finally, the stent was pulled back into the microcatheter and the system was removed together from the patient's body. Once removed, the surgical team attempted to push out the stent to check it but it was stuck in the microcatheter. The devices were replaced to complete the procedure. The devices were prepared and used per instructions for use. There was no harm or injury to the patient.